Event description:
It was reported that during the embolization procedure the subject device encountered a lot of resistance when was advanced through the microcatheter. After placement into the aneurysm the device was unable to be detached and physician has decided to retract the coil. During the retrieval the main coil broke, having a thin filament attached to the coil that made safe and complete removal of the broken device from the patient possible. There was no clinical consequence reported due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device revealed that the proximal contact was not attached, likely due to handling. The proximal contact was not returned. Device visual and microscopic evaluation revealed that the delivery wire was damaged and broken; the break site upon inspection revealed an evidence of arcing, which is an indication of an incorrect detachment technique used during the procedure and indicative of use error. In addition, procedural fluid was found around the detachment zone which could contribute to detachment and friction issues during the procedure. No anomalies to the main coil were noted. Functional testing could not be performed due to condition of the returned device. Information available indicated that the delivery wire was damaged during coil withdrawal due to some resistance, which most likely was perceived by the user as the main coil breakage; however, no break was observed to the main coil. Based on device analysis and available information an assignable cause of operational context was assigned to the reported event.

Event description:
It was reported that during the embolization procedure, the subject device encountered a lot of resistance when was advanced through the microcatheter. After placement into the aneurysm, the device was unable to be detached and physician has decided to retract the coil. During the retrieval the main coil broke, ¿leaving a thin filament attached to the coil¿ that made safe and complete removal of the broken device from the patient possible. There was no clinical consequence reported due to this event.